Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 524 mg/dl. The customer treated with manual injections. Customer's blood glucose was over 600 mg/dl last week. The customer stated that the cannula did not go into the body and she could smell the insulin because the adhesive was wet. The customer's recent blood glucose was 407 mg/dl. The product was returned for analysis.